Manufacturer narrative:
The x2 pump user guide states do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple minimum fill notifications occurred after filling a cartridge with 100 units of insulin. Customer was using old cartridge to load onto pump. The customer¿s blood glucose level was 370 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.